Event description:
This stem was used in the surgery. The package informed that the stem size was 167,60 mm, according to the code and the label informed to anvisa (our health authorities), however, the inner label (label that was inside the box) informed that the size was 150,0 mm for this same code, in other words, there was divergence between the sizes.

Manufacturer narrative:
This stem was used in the surgery. The package informed that the stem size was 167,60 mm, according to the code and the label informed to (B)(4)(our health authorities), however, the inner label (label that was inside the box) informed that the size was 150,0 mm for this same code, in other words, there was divergence between the sizes. The device and packaging associated with this report was not returned. A two year database search against the provided product code did not identify any trend of related packaging or labeling issues. A lot specific review of the device history records was not possible as the lot code required was not provided. Follow up for additional information was not successful. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.